Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a displayable history crc check failed on startup alarm and a rf pic failed self-test alarm. Customer's blood glucose reading was unknown. The customer performed the self-test and it failed. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected no delivery alarm and no alarm noted. Unable to perform blood glucose meter test due to alarm. The device was received alarm during self-test problem isolated to the radio frequency board. An alarm in the history due to corrupted history file was noted. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.